Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-01. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. The reported issue was not confirmed upon testing of the sample, since no leakage occurred during our testing. Bd is unable to determine the cause of the failure since the failure was not confirmed. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported while using bd q-syte¿ extension set micro bore leakage occurred. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: in the operating room, the connecting tube leaked after being clamped twice.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd q-syte¿ extension set micro bore leakage occurred. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: in the operating room, the connecting tube leaked after being clamped twice.